Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and complaint history review were not performed because this incident was based on an article review and no lot information was provided. Based on available information and the limited information from the article, the cause of the reported death, cardiac tamponade, heart failure, bleeding, infection, renal failure, and tricuspid regurgitation were unable to be determined. The reported off-label use was associated with the use of a mitraclip device on the tricuspid valve. The reported patient effects of death, hemorrhage, renal failure, cardiac tamponade, heart failure, and tricuspid regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Literature: article title: outcomes of transcatheter tricuspid edge-to-edge (teer) repair in patients with right ventricular (rv) dysfunction.

Event description:
N/a

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B2: death date is estimated as: (B)(6) 2021 b3 event date is estimated as: 01 july 2015 the additional triclip referenced in b5 will be filed under a separate medwatch report number. Literature attachment: outcomes of transcatheter tricuspid edge-to-edge repair in patients with right ventricular dysfunction.

Event description:
The article "outcomes of transcatheter tricuspid edge-to-edge (teer) repair in patients with right ventricular (rv) dysfunction" was reviewed. The artilce presented a prospective multi center study designed to evaluate the safety profile of tricuspid transcatheter edge-to-edge repair (teer) in patients with right ventricular (rv) dysfunction. Abbott devices mentioned include mitraclip and triclip. The article concluded that the low 30-day mortality and high procedural success rates of teer were consistent, irrespective of rv function, reassuring teer¿s safety and feasibility to treat tricuspid regurgitation (tr) in patients with rv dysfunction. The primary author was johanna vogelhuber m.d. Department of internal medicine ii, heart center bonn, university hospital bonn, germany. The corresponding author was atsushi sugiura, md, phd, department of medicine ii, heart center bonn, university hospital bonn, venusberg-campus 1, 53127 bonn, germany with the corresponding email: atsushi.sugiura@ukbonn.de. The time frame of the study was july 2015 to december 2021. A total of 262 patients were included in the study, with 72.9% receiving an abbott device. The average age was 78.9. The majority gender was female. As this is from a literature review, patient weight was not provided. Comorbidities included: arterial hypertension, diabetes, atrial fibrillation, atrial flutter, myocardial infarction, stroke, coronary artery disease, pacemaker, peripheral vascular disease, tricuspid regurgitation. (B)(6): peri and post-procedural complications included cardiac tamponade, major bleeding, multiple blood tranfusion, pneumonia, acute kidney injury, unchanged tr, death, heart failure, hospitalization, off label use. (B)(6): peri and post-procedural complications included cardiac tamponade, major bleeding, multiple blood tranfusion, pneumonia, acute kidney injury, unchanged tr, death, heart failure, hospitalization.